Event description:
It was reported that during a total knee arthroplasty procedure, the battery oscillator device when triggered was functioning, however the saw becomes very weak and is difficult to saw bone surface. Battery was changed to rule out weak battery problem. Problem persists and the saw handpiece becomes hot to touch overtime as it is triggered. It was reported that there was a 15 minute delay in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a visual and functional assessment was performed on the device: the following steps failed: check function of device. Check oscillation frequency with frequency meter. During service/repair the following was observed: motor damaged. Replaced motor and performed servicing. Handpiece tested working within specification. During the service evaluation the following failures were identified: functional: will not run - motor damaged. Conclusion: - failure reported is not confirmed. - root cause: faulty parts. - action: repair.